Manufacturer narrative:
The investigation of the reported issue was completed by our experts. Log-file investigation showed that the system had detected an issue with the flat detector (fd) cooling unit. The message ¿no xray available in 30 min¿ was displayed to the user. However, the procedure was continued, and the system continued to display the error message ¿no xray available in xx min¿. In that timeframe of 30 min one acquisition with 19 frames and 47 fluoros with 4217 frames were performed. After the 30 min x-ray was blocked and the error message ¿no xray, cooling unit, sc¿ was displayed to the user. The operator performed a power cycle, but the failure remained. A second power cycle was performed half an hour later, after which the system recovered, and the fd cooling unit showed no issues any longer. X-ray became available and performed again. To resolve the issue permanently, the fd cooling unit was exchanged as part of the service activity. The exchanged part was investigated by the manufacturer. The part was tested, and no failure could be found. No conclusive root cause could be determined. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee biplane system. During an emergency patient procedure, the system displayed a cooling unit error, and no x-ray release was available. The patient had to be moved, and the procedure was successfully completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved persons.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.